Event description:
It was reported that pump displayed repeated altitude alarms even though pump was used within normal altitude range and speaker holes were not blocked. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.